Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The ventricular assist device system instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient's ldh and power consumption increased three days following pump implantation. Thrombosis was suspected due to increased power consumption, increasing hemolysis values, and present 3rd harmony. The patient had a pump exchange. The site performed a pump analysis. Investigation is ongoing.

Manufacturer narrative:
Hvad pump, (B)(4), was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual inspection of the explanted pump by the site confirmed the presence of thrombus and grinding marks on the pump impeller. The reported event was confirmed via review of the controller log files which revealed power consumption out of normal operating range. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power consumption was the presence of thrombus on the pump impeller. The most likely root cause of the high power consumption was the presence of thrombus on the pump impeller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.